Manufacturer narrative:
H6 correction: medical device problem code should be 1291 - high impedance rather than 2950 - impedance problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and was unable to place the system into MRI mode. Diagnostics revealed impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.